Event description:
The customer reported that while the iabp was in use on a patient during a transport, the iabp shut down when removing it from the cart. The battery pack separated from iabp. The battery pack was reattached to the iabp and therapy was continued on the same iabp for the rest of the transport. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. He ran the iabp in battery mode and removed and reattached device tot he cart with no performance interruption. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The device history record for the iap involved in the event was reviewed. There are no nonconformances related to the reported event. (B)(4).